Event description:
During surgery, a harmonic scalpel tip broke off. Surgical field was inspected for any broken pieces. Surgeon retrieved a tiny piece of the instrument. Also noted a loose piece hanging from the scalpel tip.